Event description:
Unomedical reference number (B)(4). Event occurred in australia. It was reported that patient experienced occlusion at the tubing that prevent the flow of insulin event on 21-jun-2024. Patient changed supplies as necessary and resumed insulin. No further information.

Manufacturer narrative:
E1 (B)(6).